Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report inaccurate cgm readings (e.g., cgm 189 mg/dl, bg 101 mg/dl). On (B)(6) 2011, pt spoke with dexcom technical support again, reporting that he had experienced seizures requiring medical intervention. Pt called the paramedics four times over the weekend (B)(6) 2011; all four events occurred with the same sensor, inserted on (B)(6) 2011. Pt suffered cuts on his head and nose from falling on the dishwasher during one of the episodes. Pt reported he was fine during a subsequent f/u call by dexcom technical support on (B)(6) 2011.